Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis and vegetation on leads. Reportedly, the patient had a blood infection that spread through her body and infected the device as well. Moreover, an angiovac was used to suck the infection out. There were no additional adverse patient effects reported. The ra lead was explanted.